Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2013. The implant card was received which indicated the generator was replaced dur to battery depletion. The generator was received for analysis on (B)(6) 2013. Analysis was completed on (B)(6) 2013. The electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the eri condition is an expected event. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2013 were received which indicate the patient's seizures have increased in frequency over the last month since the last visit. In regards to the patient's magnet, the notes state that the patient can always tell the device was activated and this no longer occurs. The patient's vns was interrogated, but not reprogrammed at this visit. Since the patient's last visit on (B)(6) 2013, the patient has continued phenobarbital at his lower dosage and continues lamotrigine and topiramate. The patient's sister thinks he had one seizure in (B)(6), one seizure in (B)(6), one seizure in (B)(6), but three seizures in (B)(6), two of which occurred on the same day. Previously, the patient may have had a seizure in (B)(6) 2012, but had not had any seizures since (B)(6) 2012 prior to that. In the past, the patient was having approximately one seizure per month. In the distant past, he was having one to two seizures per month, but could sometimes go six weeks between seizures. Per the notes, it is unclear if the worsening in seizure frequency is related to decreasing phenobarbital or if the patient's vns battery could also be decreasing. Surgery is likely, but has not occurred to date. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.